Event description:
Information was received from a healthcare professional (hcp) via manufacturer's representative regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that there was a volume discrepancy where the actual residual volume (arv) was greater than the expected residual volume (erv). It was related that the pump had shown ¿23 mls dispensed since last update,¿ indicating that obviously pump had gone empty. The date of the event was (B)(6) 2017 as that was when the hcp noticed the pump was empty when they first saw the patient and interrogated. The hcp went to aspirate and got back 1 ml. It was noted that this was a new pump patient to them so they did not know any history of reservoir discrepancies. It was stated that the patient had no symptoms. The hcp filled as per usual and decreased the dose per day. It was noted that the hcp would see how the patient did symptom-wise. No complications were reported or anticipated.